Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The fluidics controller printed circuit board assembly (pcba) was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system event log confirmed the system message. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event is suspected to be a nonconforming fluidics controller pcba. (B)(4).

Event description:
A customer reported a system displayed a message code and locked prior to the procedure. The pt had a peribulbar injection in preparation for the procedure when it was decided to cancel the case.